Manufacturer narrative:
Product event summary: the full lead was returned in segments and analyzed. The analysis indicated that the distal conductor of the lead developed a fracture due to flexing while in vivo. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: performance data collected from the device was received and analyzed. Analysis of the device memory indicated atrial oversensing. Analysis of the device memory indicated the impedance of the atrial pacing lead was beyond the expected upper range. Analysis of the device memory indicated the impedance trend of the atrial pacing lead was variable. Analysis of the device memory indicated atrial pacing capture threshold was elevated. Analysis of the device memory indicated pacing capture threshold in the atrium was unstable. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right atrial (ra) lead had unstable and high thresholds. It was also reported that the lead had high impedance and was oversensing which resulted in false positives for atrial tachycardia/atrial fibrillation (at/af) and a loss of bi ventricular pacing due to improper atrial tracking. A lead fracture was therefore suspected. The lead was explanted and replaced. No patient complications have been reported as a result of this event.